Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device site started to swell and the patient experienced pain. The patient was seen at the hospital and a surgical biopsy was performed. It was determined that the patient had a hematoma which was surgically removed. The device remained in use after the surgery. The device was later explanted and replaced due to normal battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.